Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for black impurity in the separator with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and black impurity in the separator was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and have been implemented. CAPA #503254.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black impurity in the separator. The tube was not used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black impurity in the separator. The tube was not used.